Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station with downloads stopped on health site viewer. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station with downloads stopped on health site viewer. The technical support specialist (tss) dialed into the station and found that the windows time service was not set to auto-start. The setting was corrected by using the knowledge article (device with download stopped notice reoccurs). The tss updated the time properly and confirmed with the customer that no devices were showing as having downloads stopped on health site viewer. The system functioned as intended after the technical support specialist resolved the issue.